Manufacturer narrative:
There were no alarms on the last calibration performed on 25-oct-2022. Quality controls were within range. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service representative performed maintenance on the analyzer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys insulin on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an insulin value of 0.778 uu/ml and repeated as 7.24 uu/ml. The repeat value was considered correct. The insulin reagent lot number was 63345601. The reagent expiration date was requested, but not provided.